Event description:
The customer reported that the system would not boot up there is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation circuit boards were all reseated. The system was then found to be operating as intended.